Event description:
Nurse at (B)(6) hospital contacted enterra regarding a battery that the surgeon, dr (B)(6), deemed defective. The surgeon was attempting a battery replacement and was unable to seed one of the leads fully into the battery header. The leads were clean and there was no identifiable reason why it would not fully seed into the header block. Therefore, they were not able to use the battery and are requesting a no charge replacement. The battery sn is (B)(6).

Event description:
Nurse at (B)(6) hospital contacted enterra regarding a battery that the surgeon, dr. (B)(6), deemed defective. The surgeon was attempting a battery replacement and was unable to seed one of the leads fully into the battery header. The leads were clean and there was no identifiable reason why it would not fully seed into the header block. Analysis of returned ipg showed no damage to header/ipg therefore unable to determine failure cause (possible user error).

Manufacturer narrative:
No physical damaged found in explanted device, unable to determine cause of inability to seat lead into header block. Possible user error.